Manufacturer narrative:
The customer cancelled the service call. No ge service was performed. No conclusion can be drawn as repair information is not available.

Event description:
The customer reported, the system displayed a filament regulator error during a procedure. No patient injury was reported.